Event description:
The patient had a seizure in 2010. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8709sc; serial # (B)(4); implant date: 2009-(B)(6); explant date: na.